Event description:
Reportedly, during (B)(6) 2011 f/u, the device was found in standby mode. The device was re-initialized successfully. An explanation was requested.

Manufacturer narrative:
(B)(4) 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.